Manufacturer narrative:
The customer's report was observed during initial testing intermittently. However during the troubleshooting debug process, a faulty assembly could not be verified and a fault no longer observed. The device was put through extensive testing including bench handling, defib functional stress testing and re-assembly without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "defib fault 72", "defib disabled" and "pacer disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.